Event description:
The customer reported that the system had a communication error displayed at boot up. This error cause the system to be operable. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.